Event description:
It was reported that before use on a patient, the auxiliary 02 and suction module on the anesthesia workstation had a leak. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
No parts have been returned for investigation. Our field service engineer has been on-site in an attempt to investigate the device but the device was being used and not available for investigation. According to additional information from the customer the issue was a nuisance noise not effecting the functionality of the device. The cause of the nuisance noise has not been determined.

Event description:
(B)(4).